Event description:
Shunt malfunction. In 1999 osv smart valve ii was put in due to prior shunt malfunction (implanted 1999). In 1999 osv ii smart valve removed due to pt symptoms of increased fluid retention. Replaced with a pediatric integral shunt. Pt was lethargic, sent to CT, tapped, repeated, then sent to or for removal. No known injury to pt. Age is approximately 2 yrs old.